Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The patient reported that in the morning of the event, she had a headache and took one 325 mg tylenol tablet. Prior to leaving her house for choir rehearsal, she checked her cgm and it was 153 mg/dl. She walked 25-minutes from home to rehearsal without any issues. During rehearsal, she started to fell shaky, sweaty and then she passed out. She was assisted to the floor when she passed out and she woke with two doctors looking at her and asking her questions. Ems was contacted and while waiting for ems, she ingested two glucose tablets and drank a soda. Her bg per ems was 95 mg/dl, she was transported to the hospital, admitted, and discharged three days later. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.